Event description:
Same case as MFR #: 2134265-2013-01671. It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The target lesion details are unknown. While advancing the 9.0x30mm express ld sds over an amplatz super stiff guide wire, it became stuck. The devices were withdrawn from the patient and the sds and wire were cut to remove the sds. The procedure was completed with another express ld stent. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).